Event description:
On 15-apr-2026, an FDA medsun notification was received via email from a facility representative reporting an issue with an ar-2324bcct biocomposite swivelock c anchor. During a rotator cuff repair procedure performed in (B)(6) 2026, a bone tunnel was created for a medial row anchor, and a biocomposite swivelock seat anchor was inserted. While tension was applied, the anchor broke. The affected biocomposite swivelock anchor was removed in its entirety. A second biocomposite swivelock anchor was then inserted into the same bone tunnel without difficulty. No additional therapies were reportedly used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.